Manufacturer narrative:
H.6. Investigation: bd received four insyte autoguard blood control 24 gauge units from lot 0016765 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed no visible defects that would hinder the retraction of the needle. Needle retraction was then performed on the four units and the needle was observed to retract without issue. Based off the visual inspection and testing the engineer was unable to verify the reported defect. Since no defects were observed a definitive root cause could not be determined. H3 other text : see h.10.

Event description:
It was reported that needle would not retract with a bd insyte¿ autoguard¿ bc shielded IV catheter. This occurred on 2 separate occasions after use, however, the patient information is unknown. The following information was provided by the initial reporter: mdc nurses have reported an issue with an insyte catheter (product name bd insyte autoguard bc, size 24ga x 0.75 inches, ref 382512, lot #0016765) where the needle did not retract upon pressing the retract button after insertion. This has happened twice. As the devices were contaminated with blood, they disposed of them in a sharps container but I do have one of the packages that they kept.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that needle would not retract with a bd insyte¿ autoguard¿ bc shielded IV catheter. This occurred on 2 separate occasions after use, however, the patient information is unknown. The following information was provided by the initial reporter: mdc nurses have reported an issue with an insyte catheter (product name bd insyte autoguard bc, size 24ga x 0.75 inches, ref 382512, lot #0016765) where the needle did not retract upon pressing the retract button after insertion. This has happened twice. As the devices were contaminated with blood, they disposed of them in a sharps container but I do have one of the packages that they kept.